Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that the robot arm did cut the 2 cables. As repair, the 2 cables were replaced. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the cable/connector was non-functional. There was no patient involvement reported.